Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately six months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the physician office were unsuccessful. However, if requested additional information is s ubsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.